Event description:
It was reported that on (B)(6) 2022, the patient had an inspire IV implantable pulse generator implanted. Following the use of the device, the patient experienced intense pain and tenderness around the incision area. They felt the device go off daily, even though it was supposed to be off; the device would shock the patient. Soreness and tightness increased over time, leading to removal of the implant, stimulating electrode, and sense lead. During the revision surgery, it was discovered that at the chest incision site the patient had some purulent discharge and granulation with chronic and dense scar tissue. There was very dense scar tissue around the chest pocket, primarily due to inflammation, which significantly prolonged the procedure beyond the anticipated timeframe. They claimed that the device was defectively manufactured, which led to electrical leakage in the sensing circuit, which caused a system malfunction and required the revision surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).